Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device. The customer reported unspecified low sensor readings, and subsequently experienced dizziness, seizure, and loss of consciousness. The customer was taken to hospital where treatment of oral glucose was provided by healthcare professional for diagnosis of hypoglycemia. As the customer did not provide readings from time of event, although low sensor readings were reported, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event. The customer additionally provided the following readings comparisons, taken at unspecified time in relation to medical event: 4.7 mmol/l, 4.8 mmol/l, 4.3 mmol/l sensor reading against built-in meter results of 14.0 mmol/l, 18.0 mmol/l, and 23.0 mmol/l. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.